Event description:
Pacemaker inserted on 6/19/95. Follow-up report on 7/6 showed non-capture in ventricle adjustments mode. On 7/17, follow-up report showed normal function of pacemaker. EKG done at clinic on 8/7/95 which showed some non capturing. Pt asymptomatic. Appointment made to see md and pacemaker nurse on 8/9. Was notified on 8/9 that pt had expired during the night. Unk cause of death. Unk if related to pacemaker.